Event description:
Multiple holes noted in the gown on the sleeve prior to donning the attire. Sterile field was not compromised and there wasn't any patient involvement. Gown came from total hip pack. FDA safety report ID# (B)(4).